Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclave camera head had black image with slight light if pointed toward ceiling lights. The issue occurred during the installation. There were no reports of patient involvement.